Manufacturer narrative:
The lead was received with the helix retracted. It was noted to be clogged with blood/tissue, stopping the helix from being extended. The lead was cut and cleaned and the helix could be extended and retracted normally. The full helix extension length was measured and found to meet specification. No other anomalies were noted.

Manufacturer narrative:
(B)(4).

Event description:
During an implant procedure, while repositioning the right atrial lead in an attempt to find adequate measurements, it was not possible to extend the helix. A new lead was used and the procedure was completed with no adverse consequences for the patient.